Event description:
The customer reported that during beam profile measurement, it was discovered that a 15-degree wedge was mounted incorrectly to a 30-degree wedge frame. There was no injury to patient and no patient data was provided.

Manufacturer narrative:
Wedge tray assemblies are used to treat patients that need higher doses of radiation at one point and less at another. The patient will receive less dose at the thickest part of the wedge, and more at the thin end. If the clinician is thinking they are using a 30-degree wedge (because that is what is marked on the tray and displayed on the console screen), but in fact they are using a 15-degree wedge, the patient will receive an overdose on the thick end of the wedge. If the scenario is switched, the patient could potentially receive an under dose, which will not produce the desired treatment. Though still under investigation, varian has determined that an MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.